Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to clogging of nozzle, water removal ability does not meet the standard value; due to a pinhole on channel tube, water tightness was lost; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; adhesive on bending section cover had scratch; adhesive around light guide lens was peeled; connecting tube had a dent, a scratch and discoloration; switch 4 had wear; protector of universal cord on control section side had a scratch; scope connector cover unit had a scratch; upward/downward angulation control knob had corrosion and a scratch; lock engagement lever had a scratch; free-engage knob had a scratch; right/left knob had a scratch; forceps channel port was shaved; switch box had a scratch; scope cover had a scratch; scope connector had a scratch; universal cord had a scratch; grip had a scratch; suction cylinder was shaved; control unit had discoloration and a scratch; switch 1 had a scratch; objective lens had a scratch. Cleaning, disinfecting, and sterilization (cds) information: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if the customer had any idea about what the foreign material was. There was no delay between the end of clinical use and the start of pre-cleaning. The customer was able to flush the air/water nozzle with water and air. There was no abnormalities in the accessories used for reprocessing. The customer immersed the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/ channel with the detergent solution. The facility had no concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the nozzle. The issue occurred during preparation for use before an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The following is included in the instructions for use. IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.